Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not working. Multiple good faith effort (gfe) attempts were completed to confirm the device use at the time of the event. No response was received, so the event will be considered to have been in use. No patient or user harm reported. The customer informed the remote service engineer (rse) of the touchscreen issue and stated that a touchscreen calibration did not pass, so onsite service by a field service engineer (fse) to replace the touchscreen was requested. An fse went to the customer site on 17feb2026 and replaced the user interface (ui) assembly without navigation ring (nav-ring) to resolve the issue. Following the part replacement the fse completed a touchscreen calibration, which the device passed, the device now recognizing touch as expected. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.